Manufacturer narrative:
Device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and re-loaded the cartridge to address the issue. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 121 mg/dl.